Event description:
It was reported that a malfunction code, identified as malf 9, occurred in the customer¿s pump. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl; thus, there was no adverse impact. Technical support assisted the customer in resetting the pump, and the issue did not recur following the reset. The customer was advised to continue using the pump and to contact support if the malfunction code reappeared.